Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display froze and rebooted itself twice during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related. However there was no adverse patient outcome reported.